Event description:
It was reported that the surgeon inspected the aa4203tl silicone plate lens with toric prior to loading it and stated "it was defective". No specifics were provided. There was no pt contact.

Manufacturer narrative:
Eval results - visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found.